Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow button and down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: on examination the keypad was intact without damage. On investigation, the up arrow and down arrow buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal and the display was dim, faded and discolored. Additionally, the audio bolus button cover was damaged; punctured. On testing the audio bolus button was difficult to press. The button cover was removed, revealing a misaligned button slug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).